Manufacturer narrative:
Reported event: an event regarding revision involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned to the manufacturer.

Event description:
This pi for one knee. It was reported through stryker facebook page: "I had my srykers put in one in 2001 and other one done in 2010. To me it helps with functionality but pain never goes away. The one I had done in 2001 had a revision 2 years later now both need revision. Since finding out I need revision I am suffering panic attacks just thinking about what I have to endure again. I don't think I can go tru it again"